Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain so bad that I didn't want to have sex") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), orgasm abnormal ("I no longer have orgasms like they were prior.. Painful like having contractions") and loss of libido ("didn't want to have sex"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain and orgasm abnormal had resolved and the loss of libido outcome was unknown. The reporter considered back pain, loss of libido and orgasm abnormal to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.